Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 05/01/2017. Device returned to manufacturer? Yes. Device evaluation: only a portion of an intraocular lens (iol) was returned at the manufacturing site for evaluation. Two pieces of the lens were received without the haptics. The condition of the lens is typical of a lens that was removed or explanted from the eye. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 26.0 diopter intraocular lens (iol) was explanted in a secondary surgical procedure as the patient was complaining of poor far vision. No incision enlargement, no vitrectomy performed, no sutures used and no patient injury was reported. The replacement lens was the same model but a lower diopter (23.0) no further information was provided.